Event description:
It was reported that after a software upgrade, the customer experienced intermittent dropouts of the telemetry patient signals on the ics central stations used on the telemetry floors. No patient injury was reported. (B) (4).

Manufacturer narrative:
We are still investigating this reported incident. A follow-up report will be submitted as soon as our investigation is complete.